Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent malfunction alarms. Customer's blood glucose level was 96 mg/dl. During troubleshooting with tandem technical support the alarm was able to be cleared. Reportedly, the customer would continue to use the pump for insulin therapy.